Manufacturer narrative:
On 02/24/2010, received user facility medwatch report (B) (4) investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that the jaws were burnt. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro tissue welder "overheated" and "sparked". The procedure was converted to an open leg surgery. The hospital did not report any pt effects.